Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation with an empty solution bag docked to it. Visual inspection was performed with no issues noted. Using a new solution bag and a vial, a simulated use test was performed following the instructions on the vial-mate until the solution was thoroughly mixed. The vial-mate was found to function as expected with no leakage identified. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak occurred at the connection of a vial-mate reconstitution device and a 100 ml viaflex mini bag. The reporter stated that there were no obvious defects that could cause or contribute to the leak. This event occurred before use, so there was no patient involvement. No additional information is available.